Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that last month this pacemaker and other manufacturer right atrial (ra) lead triggered a lead safety switch due to high out of range pacing impedance greater than 2000 ohms. The patient had some myopotential noise with unipolar, so was tested and programmed back to bipolar. The following month there was another lead safety switch for high pacing impedances, and it was noted that there was intermittent high impedances. Boston scientific technical services (ts) recommended unipolar pacing and bipolar sensing, and the minute ventilation (mv) feature was turned off. The system remains in-service. No additional adverse patient effects were reported.